Manufacturer narrative:
Patient code 3191: code in previous MDR not applicable. Patient code 2692: no known impact, is applied. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicmo12.1,-9.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. Patient contact but no patient injury was reported. A replacement lens was implanted and the reporter stated that the problem resolved. Cause of event was unknown.